Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0qxr3, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that a day prior to this call patient could not move, felt thumping sensation and could not stand the pain. Patient went to the ER for x-ray and cat scan and the results were that her lead was inflamed. It was indicated that a couple days prior to call patient was doing a lot of bending then the next day patient had pain and then went to the ER a day prior to the call. The patient was presently on pain medication and it makes her a little light headed. The patient appointment was scheduled on (B)(6). No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.